Manufacturer narrative:
Correction: g3 - reportable awareness date of previous report should have been "oct 28, 2024" rather than "oct 30, 2024" correction: h11 - should have included the following statement, "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported event of impedance problem was not confirmed. Final analysis found the device helix was within specification and electrical testing performed including pacing impedance testing found the device to be normal. No anomalies were detected.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During placement of the lp, it was found that the pacing impedance was low. Due to tissue in the helix upon repositioning, it was elected to complete the procedure using an alternate lp on (B)(6) 2024. There were no patient consequences.